Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a mitraclip xtw, the operator pointed out that the clip was bouncing when the clip was locked and unlocked, with the grippers down. Additionally, the clip opened more than usual during establish final arm angle (efaa). The clip continuously opened to 10-15 degrees. The clip was replaced to complete the procedure. There was no patient involvement with the issue device.

Manufacturer narrative:
All available information was investigated and the reported clip opened during efaa and clip jumpiness (clip bouncing when the clip was locked and unlocked) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened during efaa and clip jumpiness (clip bouncing when the clip was locked and unlocked). There is no indication of a product issue with respect to manufacture, design, or labeling.